Event description:
It was reported that the cgm graph was frozen and displayed outdated readings. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer performed a pump reset.